Event description:
The device was explanted due to premature eri. Charging history of 71 charges was noted. The devcie was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench.